Manufacturer narrative:
The investigation for the reported issue has been completed. The field rt log was reviewed and pump in the ventricle alarm triggered during support confirming that positioning issues were occurring. The returned pump was visually inspected and a cannula kink was observed. No other abnormalities were observed. The cause of the issue was wireless re-access resulting in a cannula kink. The impella device is not indicated for wireless re-access. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella pump was inadvertently pulled back across the aortic valve. An attempt to reposition the device was unsuccessful as the pump was noted to have folded. Due to the condition of the patient, the initial impella was removed, and a new device was placed. Use of the device cannot conclusively be associated with the outcome. No patient harm related to the device was identified.